Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the software appeared to be working as designed. Logs show a successful registration crossing initialization and stopping trace. Trace points with registration accuracy. There was no indication that a software anomaly contributed to the reported behavior." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon had a hard time completing registration. The surgeon heard the double beep, held the foot-switch down and started tracing, but it would not complete. The 1st registration, the initialization would not complete and it appeared to stay at around 9/10's completed without ever completing. The representative stated that the surgeon performed a good trace pattern on the nose, temple to temple and back of the head but it would not complete. On the site's second attempt of the registration, it did complete without issue. However, the site stated that they can no longer properly track the straight suction. The site had poor flat emitter placement for instrument tracking. The representative stated that the patient had excess skin and abnormal head shape. The total delay of the procedure is unknown, but there were no impact on patient outcome.